Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID (B)(4) implantable pacing lead implanted: 2012 (B)(6); product ID (B)(4) implantable pacing lead implanted: 2012 (B)(6). (B)(4).

Event description:
It was reported that the patient presented with 'grabbing sensations' and numbness in their arm. The device had been reprogrammed the previous week. Follow up is in process for additional information. The device remains in use. No patient complications have been reported as a result of this event.